Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation contamination was discovered inside of the battery pack. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, liquid contamination was discovered inside battery pack sn (B)(4). The last patient to use this battery pack did not report any deficiencies.